Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on may 8, 2019, the driving cap broke during impaction and insertion of a tibia nail. The impactor was attached to the insertion handle. The procedure was successfully completed with no surgical delay. There was no impact on patient. Concomitant device reported: unknown impaction instrument (part # unknown, lot # unknown, quantity 1), unk - nails: expert tibial (part # unknown, lot # unknown, quantity 1), unknown insertion handle (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual inspection: driving cap was received at cq. Upon visual inspection at cq, it is observed that the distal tip of the driving cap was broken. The broken surface is uniform without any voids or black spots. Thus, the reported complaint is confirmed. The etch also started to fade. Few rusting spots were found on the surface of the device. The remaining portions of the device shows normal wear which would not contribute to the reported complaint condition. This complaint is confirmed. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. Investigation conclusion: visual inspection, and document specification review of the received device was performed at cq. While a definitive root cause could not be determined, it is highly possible that the device encountered unintended forces during operation of the device. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part: 03.010.475, lot: 2731801, manufacturing site: bettlach, release to warehouse date: 09. Aug. 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.